Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced hypoglycemia, fell and lost consciousness. The patient´s parents treated the patient with glucagon nose spray and called an ambulance. The patient was treated by the paramedics with glucose gel in the ambulance and was taken to the hospital. Due to the fall, the patient was kept overnight at the hospital and was released on the next day. The patient fully recovered and he did not sustain any injuries. At some unspecified point of the event the cgm was reading 280 mg/dl and the blood glucose reading was 180 mg/dl. There was no other documentation about cgm readings nor blood glucose readings during the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.